Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on her sides where the electrodes were that was raw, red and infected. The patient's physician provided an unknown prescription. Follow up indicated that the skin condition healed.